Event description:
The pt was implanted with a left ventricular assist device. Approximately 1 month post-implant, the physician reported increased signs of hemolysis in this pt (elevated lactate dehydrogenase (ldh) and decreased haptoglobin level). The aortic valve was opening with every beat and the left ventricle (lv) was not sufficiently unloading. Pump parameters showed power levels of 7-9 watts and pi between 2-2.5. A cardio CT scan revealed that the outflow graft had moved upwards into the pericardial space and the inflow conduit tip was directed to the posterior wall. A decision was made to exchange the pump the following day.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The explanted pump was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.